Manufacturer narrative:
Product event summary- the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysisof the lead indicated apparent explant damage.

Event description:
It was reported that high left ventricular (lv) thresholds required device to be programmed with high outputs, therefore there was early battery depletion. During the generator change it was noted that the lv lead had "crush" in it. The device was explanted and replaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d284trk biventricular defibrillator (B)(6) 2009; 6947-65 implantable tachy lead (B)(6) 2009; 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.